Event description:
Customer reported his wife gave him insulin shot after he received a "hi" (>500 mg/dl) reading from their freestyle blood glucose monitor. The customer reported lost of consciousness afterward. The paramedics were called in and gave the customer "a shot." Customer reported he was asymptomatic prior to the insulin shot. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.